Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eleven years later, patient presented with back pain and CT revealed several tines extending outside the ivc; with 2 tines into the posterior aspect of the transverse duodenum. Approximately a year later, CT revealed limbs beyond the ivc lumen. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter was held inside the body and perforated into spine and organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.